Manufacturer narrative:
A ge representative evaluated the system and replaced two capacitors and the x-ray tube. System operates as intended.

Event description:
Customer reported the ma level is changing intermittently while fluoroing. No pt injury was reported.